Event description:
A hospital nurse called to report that a patient was admitted to the hospital on (B)(6) 2013, complaining of abdominal pain and vomiting. She was driven to the hospital with her husband. Her blood glucose was 411 mg/dl, and she was treated with intravenous fluids and a 14 unit injection of insulin. The pod she was wearing when she arrived at the hospital was removed on the first day, but she was later put back on pods for the remainder of her stay. The nurse stated that the patient said that she had difficulty activating her pods, she said that the pdm was not communicating with 6 pods, and the pods were not functioning. During the call, the nurse stated that the patient had been in the hospital for 4 days, they were expecting to discharge her on (B)(6), but she began to experience abdominal pain again, so she was not yet being discharged. The nurse stated that the patient had gastroparesis, and had a colonoscopy and gastrointestinal work-up. They were still trying to determine her diagnosis at the time of the call.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia and hospitalization. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."